Event description:
The staff were getting the resident out of bed for lunch. Two staff were working together and had hooked up the sling, and hearing the audible click proceeded to raise the resident off the bed. Once off the bed, the staff member functioning the lift moved the resident off the bed and due to the tightness in the room had to turn the opera lift 360 degrees to get to the resident's chair. During this time, the resident was kept in the lying position. When close to the chair, the staff member operating the lift started to set the resident to an upright position, the right shoulder clip popped off, the resident slowly started to lean back and slowly slipped to the floor. The resident fell about 24 inches to the floor, slowly. Once the resident head and right shoulder were on the floor, her legs slipped out of the sling, and she ended up completely on the floor. The leg clips and the left shoulder clip stayed attached to the opera lift. The charge nurse was called, the resident was assessed and the lifted back to bed with the same sling and opera lift with no reoccurrence of the clip coming off. The lift and sling was then removed from service and locked out. (B)(4).

Manufacturer narrative:
Additional info will be provided upon conclusion of the manufacturer's investigation.